Event description:
It was reported that the o2 gas module in the ventilator was leaking. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer could reproduce the failure. The fse then replaced the nozzle unit in the oxygen gas module and conducted system tests before the ventilator was returned to service. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used for regulation of the gas flow through the gas module. The received nozzle unit was placed in a gas module in a reference ventilator. The reported event could not be reproduced during tests. Neither could the reported failure be confirmed in the received device log files. If the underlying defect appears, gas will leak into the patient circuit causing failures during the pre-use checks tests and during ventilation a high-pressure alarm or high oxygen alarm will be generated if the users' set limit is exceeded. The cause for the leakage has not been determined.

Event description:
(B)(4).